Event description:
Additional information was received. During the follow up myopotential noise on the shock channel during isometrics was observed. In addition, isometrics revealed out of range shock impedance in triad and normal impedance when relaxed. It was not thought there was a connection issue, but a compromised proximal coil. A decision was made to perform defibrillation threshold (dft) testing.successful dft testing was performed in a new single coil shock configuration. During the testing, flouroscopy of the lead displayed a dark black line on the end of the proximal coil. This was forwarded to technical services. Ts suspected this may be the transition of the high voltage cable to the coil which may appear darker under flouroscopy.

Event description:
A follow up visit was performed. During isometric testing, when the hands were pushed together, out of range measurements were obtained in triad configuration. When relaxed, normal measurements were obtained. It was thought there was myopotential noise. Technical services was contacted and recommended repeating with single coil. Both measurements were within acceptable range. When programmed rv to ra coil, isometrics performed revealed out of range measurements. It was thought there may be a compromised proximal coil. A decision will be made regarding repeating defibrillation threshold (dft) testing in single coil configuration and leave the lead implanted. This will be further discussed with the physician. A data download was provided to ts for their review.

Manufacturer narrative:
(B)(4). According to available information, this system remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that remote monitoring of this right ventricular lead and device revealed high shock impedances. An internal technical service consultant reviewed the data. The shock impedance trends have been stable with acceptable measurements until this recent measurement. The presenting electrogram did not reveal any artifact and intrinsic vs (ventricular sensing) is evident. This information has been provided to the physician and is being further monitored. No adverse patient effects were reported.

Event description:
Additional information was received. Ts provided further discussion regarding the out of range measurement for the physician and normal monitoring may be appropriate as it was thought the out of range value may be due to electromagnetic interference. A follow up visit is intended.

Event description:
Additional information was received. Technical services received a dvd of the fluoro screening. In review of the dvd, there was no indication of a lead failure location and not definitive of a proximal coil issue. Engineering will also review the information. The distal and proximal df-1 connections appear secure. The terminal pins could not be viewed.

Event description:
Additional information was received. During a further follow up visit, during the review of events, the data did not appear as expected. The presenting electrogram and induction all appeared acceptable. Technical services determined the last interrogation occurred approximately two hours after the episodes were recorded. After talking to the patient, it was determined the patient had undergone an unrelated cardiac procedure during which the device had been programmed off and reprogrammed on after the procedure. It was determined the episodes correlated with the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. Ts reviewed the data and provided information to the representative. The rate/sense impedance measurements have fluctuated, however are within acceptable range. During the past week, there have been no inappropriate episodes and no noise or artifact on the electrogram. A follow up was advised. An x-ray did not appear warranted as the trend data revealed the shock impedance and the values are stable and are close to historical values. It was thought this may be related to electro magnetic interference or interference with the measurement. Ts recommended performing measurements during provocative maneuvers. A save to disk was also recommended. This information will be discussed with the physician.